Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Lead shows elevated impedance of 1900 ohms, elevated thresholds with intermittent capture, as well as a complete loss of sensing. Physician has decided to revise lead.

Manufacturer narrative:
(B)(4).